Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a mechanical thrombectomy procedure for the treatment of an ischemic stroke, the patient experienced distal embolization of the target clot. The patient had a medical history of hyperlipidemia, hypertension, intracranial atherosclerosis disease, peripheral artery disease, current tobacco use, and pulmonary embolism. The procedure involved the use of two catheters and a stent, specifically the catheter react-71, phenom 27 and stent sfr4-6-40-10. The access vessel used was the femoral artery. No images were available for review, and the condition being treated was not specified. The complication of distal embolization occurred during the index procedure and was possibly related to the study procedure and devices utilized. It was unknown if there was any patient involvement or complications as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the initial clot territory was left carotid t. Final post-procedure mtici score 2b ; post-procedure 24 hour nihss 4 and outcome of the event is unknown. Final mtici 2b.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803.¿ h6 codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the crs has followed up with the site and now the data has been updated to confirm no distal embolization occurred during the procedure.